Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the x-ray tube and the high voltage supply regulator and performed filament and null calibration. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a ma failed error message. No patient injury was reported.